Event description:
It was reported that the lead exhibited a capture anomaly. The lead was explanted. The patient's condition was good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.